Event description:
It was reported the patient's extension site was uncomfortable. The physician started a surgical procedure and it was noted the extension pulled out of the ipg when the extension was lifted. The extension was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).